Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope plus involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. There was visible light through the cable jacket, damaged/cracked sapphire distal window, left eye had poor focus at all distances, attached endoscope adapter (aea) damaged or friction issue, desiccant container damage or loose desiccant balls, strain relief on ic housing, and transmittance test failure. Failure analysis engineer (fae) provided the following additional information: the RMA scope exhibited fracture to distal window that has potential hazard of missing material which could result in falling inside patient. A review of the log for the endoscope plus (pn 470057-05/sn (B)(4) associated with this event was performed. Per logs, the endoscope plus was last used on (B)(6) 2022 on system sk0413. The endoscope had 1900 uses remaining after last use. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the endoscope plus had a light issue and physical damage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on 5-oct-2022 and obtained the following additional information: it could not be confirmed if the damage occurred outside of a surgical procedure. There was no report of fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Swedish hospitals by law can not give out patient related information.